Manufacturer narrative:
Corrected information provided in b.3., h.6. Correction: on initial MDR the product code should have been a0202 instead of a040609 additional information provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that the injector did not catch the lens properly as it went over and was sharp; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the injector did not catch the lens properly and it was very sharp. The injector went over. There are two medical device reports associated with this file. This report is associated with the 1 of 2 files.